Event description:
It was reported that the patient, that in enrolled in a clinical study, experienced inadequate stimulation due to migration of the paddle lead of the spinal cord stimulator (scs) system. Migration was confirmed caudally by three vertebral levels with imaging. Reprogramming was performed and restoring stimulation, however the stimulation was only adequately restored temporally. The patient underwent a procedure in which the lead was revised, and is doing well post operatively,